Event description:
Dr implanted resorbable mesh panel in maxilla, mesh panel failed due to excessive bruxing by pt. Resorbable mesh panel removed and re-plated pt with titanium.

Manufacturer narrative:
Device was disposed of by the medical facility and can not be evaluated by the MFR. No further action can be taken at this time; if add'l info is rec'd it will be forwarded to the FDA.